Manufacturer narrative:
(B)(4). A cine of the procedure was received and reviewed by an abbott clinical specialist. The reviewer noted there is an extremely tight, calcified lesion in the ostium of the right coronary artery (rca). A guide wire is positioned in the pda. Numerous balloon inflations are performed at the ostium, but a tight waist in the balloon(s) persists with little change in the lesion appearance. In run 26 a second wire is visible in the rca along with a second guiding catheter. There is a small radiopacity speck visible in the ostium which most likely is part of a balloon fragment. A balloon is positioned across the ostium and inflated. The next run shows that the speck remains and the tight lesion in the ostium appears unchanged from initial pictures. The reviewer concluded that assuming that the radiopaque speck that remains in the ostium of the rca is part of a balloon fragment; the images confirm the balloon failure description. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). Return of the voyager nc catheter used in the procedure may have aided in the investigation. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It was reported the voyager nc was inflated to 28 atm, which is above the rbp. It should be noted the voyager nc instructions for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp is based on results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rbp. Use of a pressure-monitoring device is recommended to prevent over pressurization. It is likely that the over inflation of the balloon resulted in the balloon rupturing. Further, as the balloon ruptured, it would not have been able to refold properly, resulting in the resistance during retraction. As resistance was encountered, it is likely that further manipulation of the catheter would have resulted in the balloon separating. Additional treatment was used in attempts to remove the separated balloon from the patient anatomy. The patient was later sent to surgery and the balloon was removed. In this case, the reported balloon rupture, difficulty removing the catheter, and shaft separation appear to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified. A follow-up report will be submitted with all additional relevant information. (B)(4) - above the rated burst pressure (rbp). (B)(4):

Event description:
It was reported that during the procedure the voyager nc was inflated to 28 atm and the balloon ruptured. After the balloon ruptured it was difficult to remove from the patient and during the attempt to remove the device, the distal end of the device (the balloon) separated and was left behind in the patient's anatomy. An additional guide wire and balloon catheter were used to try to retrieve the separated portion of the device from the patient's anatomy. Then, a guideliner was utilized to try to remove the separated balloon from the patient. Part of the balloon was torn at this time and remained in the patient's anatomy. The patient was taken to surgery for coronary artery bypass graft (CABG) surgery, and the balloon was removed through the arota. The patient has been discharged and is doing well. No additional information was provided.